Event description:
It was reported that the patient suffered serious personal injuries following the failure of two spinal stimulators. Refer to mfg report # 3007566237-2013-01927.

Manufacturer narrative:
(B)(4).